Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. It was confirmed via x-ray. The lv lead exhibited loss of capture. The coronary sinus was dissected during extraction. It was unable to re-cannulate the coronary sinus. The lv lead was explanted and the left ventricular port was plugged. No additional adverse patient effects were reported.